Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the pumps are showing "head error" . (B)(4).

Manufacturer narrative:
It was reported that during start up the pumps of the hl 20 are showing "head error" . No harm to any person reported. A getinge field service technician was onsite and investigated the unit in question on 2021-10-19. The reported failure "head error" message could not be reproduced by the fst. Some dust was found on the tacho strobe, which was cleaned. The voltage on the tacho board was verfied. The system was checked according to factory¿s specification and all tests passed. No parts were replaced. The device was put back in use. Thus the reported failure could not be confirmed. However the failure mode "head error" can be linked to the following most possible root causes according to our risk management file (dms# 2023585, version 11): -failure of pump control board -defective/ dirty tacho, relay or pump belt the product in question was produced in 2009-05-27. The review of the non-conformities during the period of 2009-05-27 to 2021-10-22 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID #(B)(4).